Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll eurographics had visible silicone. The following information was provided by the initial reporter: excessive lubricant on the plunger.

Event description:
No additional information.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows six fully assembled loose syringes. One plunger rod is completely broken, while the other five plunger rod and all six barrels exhibit severe damage that compromises form and function. The observed conditions are non-conforming per product specifications. The potential root cause for the plunger and barrel damage is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4270029. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.